Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician encountered resistance and was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the ruby coil was removed, still inside its introducer sheath and the procedure was completed using a non-penumbra coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. Upon first evaluation, the ruby coil could not be advanced out of its introducer sheath due to dried blood. The blood was flushed out by a penumbra investigator, and the ruby coil could be advanced through the introducer sheath and a demonstration microcatheter without issue. Conclusions: evaluation of the returned device revealed the introducer sheath had dried blood inside it. Once the dried blood was flushed out, the ruby coil could be advanced through the introducer sheath and a demonstration microcatheter without issue. Blood in the introducer sheath likely contributed to the inability to advance the ruby coil during the procedure. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.